Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was moving in the pocket causing discomfort. In turn, the ipg was repositioned deeper on (B)(6) 2022 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.